Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Aa review of the device history record for sn (B)(6) was performed from 02-apr-2022 to 01- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the remote manager was inaccessible due to defective latch assembly and controller board. The field service engineer replaced both and verified that the device has recovered. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager (srm) failed, with user reporting difficulty with accessing medications over the weekend during an emergency case. It was reported that the srm failed to open and displayed an error message ¿hardware failure." It is a recurring issue. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed, user reported difficulty with accessing meds over the weekend during an emergency case. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was failed to open and receiving a "hardware failure" error message. A field service engineer replaced the latch assembly and controller board to resolve. The system functioned as intended.